Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. During the visual inspection no obvious defects were noted that would have contributed to the reported problem. The trim pattern was found to be correct and the energy connector was found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 5.09 l/min m2 of flow rate was registered during the test. No leaks were observed. Left thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. No leaks were observed. Right chest pad: a total of 4.77 l/min m2 of flow rate was registered during the test. No leaks were observed. Right thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. No leaks were observed. According to the test method the flow rate was within specifications for all four pads as the flow rate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the device met specifications. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that as soon as the pads were connected to the arctic sun machine, the pads started to leak water from the connectors. Therapy was interrupted in order to replace the pads with a new set of pads.